Event description:
Target was notified that during a precanlization procedure the vortx coil in the catheter and did not move. Upon further inspection on 9/21/98 of the returned device it was discovered that coil end were not zap. For this reason this complaint was made a MDR.